Event description:
It was reported that the atrial sensitivity of the external pulse generator (epg) was found to be out of specification during a preventive maintenance check. Technical support (ts) determined that the epg was obsolete and could not be calibrated. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).